Event description:
It was reported that the patient received an inappropriate due to twave oversensing (twos). Adjusting the right ventricular lead sensitivity got rid of the twos. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.